Manufacturer narrative:
H6: all codes being re-submitted based on the new information. Only the codes here apply to this event now. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the heart rate decrease and consequent hospitalization were determined to not be device related. It was noted that the device was removed a week later because of lack of efficacy. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. (B)(4) (serial#unknown) and lead (lot#unknown). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an external neurostimulator (ens). Rep was testing the electrodes post operative when the patient's heart rate dropped to 40 and they got lightheaded. The environmental/external/patient factors that may have led or contributed to the issue reported by the rep was "anesthesia? Stim?". The diagnostics/troubleshooting performed included turning stimulation off. The nurses and doctors also administered drugs and the heart rate increased. The action/intervention taken to resolve the issue was the patient was admitted to the hospital. The rep noted the ens was unplugged and the external wire was taped to the patient. Patient was to be monitored overnight and stimulation was turned back on the next day. Seven days later, patient said the lead was hitting the wrong nerve and they were having pains. They noted they were having the procedure again. No further patient complications have been reported as a result of this event.